Manufacturer narrative:
Date of event (B)(6) 2011 as this date was the diagnose of the epithelial ingrowth.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. Evaluation: field service specialist (fss) visited site after the reported event. He verified laser engine stability, physician settings, side cut retrace - no loop or side cut retrace error at current setting, loading deck energies, centration. Verified gel raster and side cut energies in gel. System meets amo specifications. Clinical development manager (cdm) contacted account several times to get additional information and to coordinate a visit to observe cases. As of today the info provided in this report is the only one that has been provided by the account. Method: mechanical test performed. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Account reported two epithelial ingrowth last month. Epithelial ingrowth was noticed on (B)(6) 2011 in os (left eye) during slt (slit lamp test). Patient was on steroid treatment. On (B)(6) 2011 eye was rinsed. Pre and post bcva is 20/20 in os.